Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter, ubd: 14-jul-2019, UDI#: (B)(4). Product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter, ubd: 16-jan-2021, UDI#: (B)(4). Product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter, ubd: 21-feb-2022, UDI#: (B)(4). Product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter, ubd: 19-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown concentration of morphine at minimum rate via an implantable pump. It was reported the spinal segment of the catheter was eroding to the surface of the skin. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The wound opened and the anchor was visible. The system was explanted on (B)(6) 2020 due to infection. The devices were discarded. It was indicated the devices would be replaced in the future. It was reported that the issue was resolved, as of (B)(6) 2020. The patient's status was provided as alive - no injury.